Manufacturer narrative:
Concomitant medical products: 6725 adaptor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient implantable pulse generator (ipg) had malfunctioned. The ipg was inactivated and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.